Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 5.

Event description:
Reference number (B)(4) event occurred in france. It was reported that the patient experienced the infusion set fell of during use event on 19-(B)(6) 2026. No further information available.